Manufacturer narrative:
(B)(4). Concomitant medical products: st prc tib plt size 4, cat: 00598003702, lot: 61554377; articular surface with locking screw "size striped yellow/e f 20 mm height", cat: 00599403220, lot: 61250709; palacos rg 1x40 single, cat: 00-1113-140-01, lot: 71274252; palacos rg 1x40 single, cat: 00-1113-140-01, lot: 71264251; palacos rg 1x40 single, cat: 00-1113-140-01, lot: 71274252; ng trab metal aug blk post size e 5mm, cat: 00-5490-035-01, lot: 61426737; ng trab metal aug blk post size e 5mm, cat: 00-5490-035-01, lot: 60824249; nexgen trab metal aug blk dis size e 5mm, cat: 00-5490-035-10, lot: 61497567; nexgen trab metal aug blk dis size e 5mm, cat: 00-5490-035-10, lot: 61497550; stem implant 12mmdx145mm, cat: 00-5988-010-12, lot: 60976277; stem implant 15mmdx145mm, cat: 00-5988-010-15, lot: 61171676; lcck fem implant sz e-r, cat: 00-5994-015-92, lot: 61479175. Reported event was confirmed by review of medical records provided. Medical records were provided and reviewed by a health care professional. The patient has a complication of delayed wound healing. Also, it was noted from the medical record that the patient took shower and a small steady stream of bloody fluid drained from the open distal 1/2cm of the incision. No infection noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient's wound opened and a single stitch was placed in the wound. There was no evidence of infection, small fluid collection at the anterior medial aspect of the right tibia noted, consistent with small seroma or hematoma.